Manufacturer narrative:
This is a combination product (B)(4). Report source: foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore, it could not be analyzed as it remains implanted. Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the operation, it was found that the bottom of the aseptic package of bone cement was opened and no powder leaked. No adverse events have been reported as a result of the malfunction.